Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal was not loaded according to the package insert and the seal did not fit in the main body. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h10. Internal complaint number: (B)(4). A lot history record review was completed for lots 25148821, 25150341, and 25150392, the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot numbers.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal was not loaded according to the package insert and the seal did not fit in the main body. A replacement device was used to complete the procedure. The hospital did not report any patient effects.